Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the typical cause of this type of event includes entangling the suture which can create another knot while deploying the insertion spears, inadvertent fraying or nicking the suture and/or an improperly tied knot. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Devices were discarded by the facility.

Event description:
It was reported that the knots would not slide, so the cinch did not tighten totally. The knot pusher was used but it cut the sutures. The sutures were removed from the patient but the implants were not removed (intra-capsular). A total of five ar-4500 were used, two unsuccessfully, three successfully.